Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5054 lead, implanted: (B)(6) 2003. (B)(4).

Event description:
It was reported that an atrial lead warning had triggered due to infinite impedance. While the patient was in office, there was no capture or sensing while in unipolar, but sensing with no capture in bipolar. A polarity switch was noted to have occurred. The physician suspected clavicle crush and the programming was changed to ventricular pacing mode. The patient continues to be monitored. No patient complications have been reported as a result of this event.